Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-24547, 2017865-2021-24549. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the patient received inappropriate therapy for atrial fibrillation. The patient was brought in clinic and expressed that they "had a heart attack three times". Programming changes were made. The next day the patient passed away. The cause of death was unknown. There was no know allegations from a healthcare professional that the implantable cardioverter defibrillator system caused or contributed to the patient's death.